Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(4) 2017, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. Indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: a review of the pump settings showed the temp basal sound was set to vibrate, and all other sound settings were set to high. The pump powered up to the verify screen with auditory and vibratory features. The audible sound measured within specifications. The pump cover was removed to find no intermittent conditions to the piezo-circuit.